Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on date of report, upon removal of sensor due to sensor failure, the sensor wire remained protruding from insertion site. The patient removed the transmitter from the sensor pod while the sensor was still adhered to his body, which is a practice against cgm's user's guide recommendations. Patient was able to remove the sensor wire from his skin. Patient experienced slight bleeding at insertion site. Patient experienced no discomfort and required no medical intervention. At the time of his call to technical support, patient reported being in fine condition.